Event description:
Report received of an overdelivery. In 04/2004 at 2100, the pump was programmed in the ml/hr mode to deliver 105mls of an unspecified concentration of total parenteral nutrition at a rate of 46ml/hr. Reportedly, the next day at 0500, the nurse found the bag "empty". There were no details provided about what happened after the event occurred. There were no reported adverse pt effects and no medical interventions were required.